Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The device was visually inspected, functionally tested and an alarm log review was performed. The customer reported issue of damaged pole clamp was identified during visual inspection. The cause of the condition was not determined. To correct the condition, the pole clamp was replaced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was serviced to meet functional specification. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
It was reported that a flo-gard infusion pump had a damaged pole clamp. It was not specified when in the process this occurred; however, there was reportedly no patient involvement. No additional information is available.